Event description:
The physician reports performing cataract surgery with attempted implantation of the lens. After the lens was implanted, the surgeon noted that the capsular bag was damaged. The lens was subsequently removed and replaced with no injury to the pt.